Event description:
It was reported during remote follow up that the right ventricular lead exhibited high pacing impedance and high capture threshold. Fluoroscopy found no physical anomalies. The lead was capped on (B)(6) 2022 and successfully replaced. The patient was stable and asymptomatic.